Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information, the patient was under neurovascular diagnostic procedure. The procedure was completed by moving the c arm manually. The philips field service engineer (fse) visited the site and confirmed that the c-arm couldn't make geometric movements. During troubleshooting, the fse discovered that the rubber traction pad on the longitudinal motor was completely broken off. The fse replaced longitudinal motors. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per instruction of use (IFU), if the motorized movements of the stand become unavailable, the user can manually move the stand using the brake release handle located on the side of the c-arm. Consequently, the loss of motorized longitudinal or transverse movement of the stand or c-arm is unlikely to result in serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to occur again. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.